Event description:
The unit is overdelivering by 106% on stations 2,4, and 6, based on an institutional accuracy test done every 3 months. The test determines the volume pumped from each station into a container and the solution transferred into a graduated cylinder. On the basis of this in-house testing procedure, the facility feels the unit is operating outside of MFR's specs. The user was advised not to use the unit, which was swapped out. No pt involvement.